Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power at all. A field service engineer (fse) found the unit was not powering on and replaced the auxiliary drawer 1 controller board, after which the unit powered on, but auxiliary drawers were non-functional despite lights being on. The pyxis bus cable was replaced, restoring functionality to all drawers except auxiliary drawer 7. The controller board for auxiliary drawer 7 (matrix) was then replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had no power at all. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.